Event description:
The complainant reported that the clinicians were performing a therapeutic obtryx mesh sling system implant in the mid urethra of a female patient, but during the procedure the device's plastic sheath broke when pulled through. The complainant indicated that no portion of the sheath detached from the device and into the patient. The physician completed the procedure with another obtryx mesh sling system. The complainant reported that there were no patient complications, and that the patient's condition was "fine".

Manufacturer narrative:
This device has not yet been returned for evaluation; therefore, a failure analysis is not available at this time. We are not able at this time to determine the relationship between this device and the cause for this event.